Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, and stated that the ok keypad button had tactile issues with responsiveness. The patient noted the ok button was torn and a chunk of keypad rubber was missing, and alleged the tactile changes occurred prior to damage. The patient denied trauma to the pump or moisture exposure. The patient reportedly wore the pump attached to a belt and cleaned it with a q-tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn along the bottom at the ok button. On testing, the contrast and down arrow buttons were responsive. The up arrow and ok buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a blank display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.